Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from another manufacturer's field representative that the left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. They reprogrammed the lead to pace to the rv ring, which resolved the issue. Approximately three years later the patient was in the hospital as they were symptomatic and a remote interrogation occurred. The high out of range lv pacing impedance measurements continued to be observed along with low intrinsic amplitude for the lv and right atrial (ra) leads. It was noted that these issues had also been seen at a follow up appointment five days earlier. The remote interrogation further revealed that the patient had been in a ventricular tachycardia (vt) rhythm for 60 seconds at a rate of 170 bpm, which was below the rate cutoff (rco) of the device programming, so it was being functionally undersensed. The physician was not concerned over the patient being in a slow vt that was below the sensing floor. The device was reprogrammed to accommodate the out of range impedance and low amplitude measurements. No adverse patient effects were reported and the device remains in service.